Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their reservoir was damaged. The customer's blood glucose level was 315 mg/dl at the time of the incident. The customer stated that the reservoir was leaking through the o-rings. Troubleshooting was provided. The issue was not resolved. The reservoir will not be returned for analysis.